Manufacturer narrative:
(B)(4). The device sample was received by the MFR, but the investigation is incomplete at the time of this report.

Event description:
The customer alleges that the wing nut screw of the humidifier adaptor cannot be connected properly to the oxygen flometer.